Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms during bolus and basal. Blood glucose level at the time of the most recent incident was 497 mg/dl. Customer reported performing a complete set change, which brought his blood glucose level down to 180 mg/dl. The customer was advised to monitor the insulin pump. The device was not replaced or returned for analysis.